Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission noted that the right atrial lead exhibited over-sensed noise that led to inappropriate automatic mode switch. No interventions or patient symptoms were reported.